Event description:
Customer reports unit chassis is damaged at the caster points. There was no patient involvement or injury.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
After evaluation the primary root cause was determined to be insufficient drying of the raw material. Process was corrected at the supplier. Reference# (B)(4).